Event description:
During cardiopulmonary bypass, the centrifugal pump stopped unexpectedly. The manual drive motor was employed. Pump function was restored after approximately 3 minutes. The pt reportedly demonstrated some neurological deficit, as assessed 6 days after the event.